Event description:
This case, reported by a pharmacist, concerns a patient who experienced severely fluctuating glucose levels (hyperglycemia). The patient was taking humulin (30/70) via a pen injector device (humapen ergo) for treatment of diabetes mellitus. No medical history was provided. The pt was not receiving any concomitant medications. The patient had received humulin 30/70 therapy via humapen ergo since before 1996 using a 1.5ml cartridge. In jan-2001, the patient switched to a 3ml cartridge of humulin 30/70. In 2001 a complaint was received concerning a humapen ergo and a cartridge of humulin 30/70. After setting the correct number of units, the injection button on the humapen ergo is pushed to administer the dose. The humapen jams after functioning correctly in the beginning of the injection stroke. The jamming cannot be corrected and the pen slowly leaks insulin when it is jammed. The jamming is not due to changing the needles. The jamming has occurred several times. The patient experienced severely irregular blood sugar levels. The pt's blood glucose level is much too high and the pt's hba1c is high. The event was considered serious by the reporter. The patient continues receiving humulin 30/70 and it was reported that the patient had started to receive this via a disposable pen for two days. It is unknown whether the patient will continue to use humapen ergo. The event has abated. The humapen ergo (lot#a118 model# ms8335) was forwarded to pds. The cartridge of the humulin 30/70 was forwarded to fegersheim as a complaint. More information to follow. Manufacturer's investigation results: the pds investigation found that the complaint device appeared normal. Pds tested the device functionality, dose accuracy and glide force. The results indicated that the device met all specifications. Pds could not confirm the customer complaint. The reporter considered the event was definitely related to humapen ergo and did nto suspect the event was related to humulin 30/70 therapy.